Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to a blood glucose level over 1000mg/dl. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Cts reviewed the pump data logs and found that an auto-off alarm had occurred due to no interaction with the pump for an extended period. No additional patient or event information was provided. Reportedly, the contact declined additional troubleshooting with cts.